Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient¿s device was in overdischarge. The patient fell and hit the device on the end of a coffee table, and did not use it after that. Following the fall, the patient had mentioned they were sore and bruised. The rep performed a physician mode reset (pmr) and charged to 25%, but they could not read the device. They then charged to 50% and could clear the por (power on reset). However, the rep was unable to reorient and set up new programming because the battery discharged so fast. The rep also stated that it only took 20 minutes to charge from 25% to 50%. The therapy was not turned on while recharging. The rep noted that this was the only instance of overdischarge for the patient¿s device. The rep was going to send the patient home to maintain charge; they were going to reprogram at a later date. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. The rep reported that after the overdischarge was cleared, the patient was sent home to complete recharging. They stated that while recharging, the patient was never able to get passed 75% charge. The patient indicated they were able to get 8 coupling bars with recharging. The patient also noted that on (B)(6)2017, they were unable to recharge. The rep mentioned they are meeting with the patient on the day of the report. They also stated that the patient¿s ins had gone into another overdischarge. After meeting with the patient, the rep was able to charge to 75%. They were able to clear the por (0x8) error code. The rep noted that the ins battery voltage was at 3.755v, and obtained recharging statistics. It was reviewed to exercise the ins to restore battery capacitor. The patient noted having a difficult time connecting to their ins. The rep stated they will educate the patient on connecting with ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The patient's weight was unknown. No further complications were reported/anticipated.